Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the papilla during a biliary stone removal procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the device cannulated into the papilla. When the physician tried to perform papilla incision, it was first noticed that the cut wire was oriented in the wrong direction which could not perform the incision. They opted to stop using the device. Reportedly, there was no visible damaged to the device prior to putting it through the scope or after the issue occurred. The procedure was completed with a second stonetome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Device codes): problem code 3009 captures the reportable event of incorrect wire orientation/positioning. Visual examination of the returned device revealed that the working length and cutting wire were kinked at the distal section. Functional inspections could not be performed due to the device condition (working length and cutting wire to be kinked at distal section). The complaint was consistent with the reported event of cutting wire incorrect orientation. It is the most likely that during the procedure the device could have been damaged due to excessive manipulation of the product, the interaction with the scope or the interacting with other devices. Therefore, a conclusion code of cause traced to component failure was assigned to this complaint since expected or random component failure without any design or manufacturing issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/13/2018 11:01 am CT.the report number is being corrected from: 3005099803-2018-61941 to: 3005099803-2018-61244.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the papilla during a biliary stone removal procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the device cannulated into the papilla. When the physician tried to perform papilla incision, it was first noticed that the cut wire was oriented in the wrong direction which could not perform the incision. They opted to stop using the device. Reportedly, there was no visible damaged to the device prior to putting it through the scope or after the issue occurred. The procedure was completed with a second stonetome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.